Event description:
The pt reported that a comparison between their surestep meter and a hcp was 419 mg/dl (ss) and 199 (hcp) respectively (111% difference). Proper technique is not being used to apply blood to the test strip. No symptoms were reported. There was no allegation of harm.